Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, a band ligator reel was attached. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture multiple knots in ligator.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, a band ligator reel was attached. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture multiple knots in ligator. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device was returned with the ligator housing and with 3 band still attached to it. The handle has evidence that the trip wire was secured. However, it was seen that the slack of the trip wire was not taken up. The handle wheel did not rotate since the trip wire was stuck in between the handle and the wheel. No other problems with the device were noted. The reported event of suture multiple knots in ligator was not confirmed. Upon analysis, it was found that the device returned with the ligator housing with 3 bands still attached to it, the handle has evidence that the trip wire was secured. However, it was seen that the slack of the trip wire wasn't taken up. The handle wheel doesn't rotate since the trip wire is stuck in between the handle and the wheel. It was found that the instructions for use of the device were not followed since the trip wire was not secured into the handle slot and the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Also, since the slack was not taken up there was an excess of trip wire on the handle, which was possibly loose during the procedure. If the trip wire is not tight enough when the handle is being rotated, this will possibly cause the trip wire to get the handle stuck. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.